Manufacturer narrative:
Customer performed evaluation and repair . Customer performed evaluation.

Event description:
It was reported that the casters were breaking potentially resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.